Manufacturer narrative:
Attempts to retrieve the device have failed, as the customer has not responded to multiple attempts to return it. Photos of the tip were provided by the customer and examined. Using the provided pictures to evaluate, there is dielectric breakdown on the traces. Without the tip, a formal investigation cannot be done. At this time, we are unable to confirm customer¿s account of sparking or error from the treatment tip. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. A review of manufacturing records final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. There is already an existing CAPA opened for this type of complaint.

Event description:
A user facility reported that sparks were seen from the thermage cpt treatment tip during a procedure. It was also reported that an error code was present. The error code specifies that the tip was not in full contact with the patient's skin. The issue was resolved by replacing the tip. There was no injury to the patient.